Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used in the major duodenal papilla during a papillotomy procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke during energization. The procedure was completed with another stonetome. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6); reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.